Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that while implanting the articular surface it would not engage and lock in. Due to this, the doctor decided to use another articular surface.